Event description:
A nurse reported that solution would flow through a transfer set even when the clamp was closed. The nurse replaced the transfer set. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). During visual inspection of the returned sample, the reported issue could not be observed. Leak, clear passage and clamp function tests were performed with no issues noted. The reported issue could not be duplicated. As a result, the root cause of the reported issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h12i25038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.